Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. This rv lead was replaced. No additional adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned due to upgrade for physiologic improvement.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.